Manufacturer narrative:
(B)(4). The device was not returned to baxter, and the product code and serial number are not known, therefore no evaluation could be performed. Based on insufficient reported information and lack of a device evaluation, it is not possible to determine device causality for the reported event. Should additional relevant information become available, a follow-up will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. It was unknown if therapy was ongoing until the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.